Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported info.

Event description:
The user facility reported that the device slipped while being tightened on a pt. There was no pt injury reported. Requested additional info from the facility.